Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering confirmed a broken cable. One grip close cable was broken at the distal idlers. The idler pulley spun freely and was not damaged. The cable segment stuck out at the instruments wrist. Other cables at the wrist were not damaged. There were also scratches on the surface of the distal pulley. An additional finding were various scratch marks showing light material at the distal end of the main tube. The scratches were short in length and not axially aligned with the tube. Engineering concluded the damage may be due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci s total benign hysterectomy a wire broke a mega needle driver instrument. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.